Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The date of the event is approximation. On (B)(6) 2025, the patient attended a scheduled appointment at their doctor¿s clinic following the placement of a cgm sensor on the abdomen. During the visit, the cgm device began displaying a persistent "low" glucose reading, prompting the early conclusion of the appointment. Although the patient exhibited no symptoms at the time, they were given sugar and had lunch as a precaution. No bg check was performed during the clinic visit. After returning home, the cgm continued to show "low." The patient¿s spouse manually checked the bg using a meter, which read 470 mg/dl, followed by a second reading of 580 mg/dl, while the cgm still indicated "low." The patient began showing signs of confusion and frequent urination. A third bg reading showed 558 mg/dl, prompting the spouse to take the patient to the emergency room (ER). Upon arrival at approximately 6:30 pm, ER nurses measured the patient¿s bg at approximately 500¿600 mg/dl (exact value not recalled), while the cgm still displayed "low." The patient was administered IV fluids and 15 units of insulin, as the cgm had prevented insulin delivery via the pump. Bloodwork confirmed the patient was not in diabetic ketoacidosis (dka). The nurses recommended replacing the cgm sensor. The spouse had a spare sensor, which was installed at the ER. During the sensor warm-up period, a bg check showed 400 mg/dl. As the patient was stable and not in dka, hospitalization was deemed unnecessary, and they were discharged around 8:30 pm. At home, the bg was 250 mg/dl, and the cgm was still warming up. Once the warm-up completed, the cgm displayed 200 mg/dl, which was confirmed by a manual bg reading. The patient remained stable overnight. At the time of the report, the patient was okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator with low cgm reading and was taken during the doctor's appointment. The reported glucose values fall within the d zone of the parkes error grid was taken at home and the patient experienced the symptoms and checked by the ER nurses. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.